Event description:
It was reported that the patient had presented with low back pain and a fever. Diagnostic testing was performed and both a spinal epidural abscess and "osteo of the spine" were found. It was noted that the location of the issue was in the catheter track, presumably referring to the abscess. The managing physician was concerned that the abscess may be related to the implant of the device. At the time of report, the patient was undergoing testing and an explant was being planned. Cultures had been taken, though there were not ready at that time. The patient had been hospitalized and antibiotic treatment was necessary. The patient was not receiving any other injections in the back, including botox, phenol, or pain medications. The drug used in this system was lioresal. It was additionally reported that the products had not been explanted and the surgery was saturday. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).